Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that a patient experienced peri-implantitis at the implant site and the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (item # tsvb10) was received for investigation (image 1-3). Visual inspection of the as returned product identified signs of wear from use in the form of biological residue coating of the implant's exterior, which prevented reliable measurement, but no other signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62615428). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#2460) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 62615428) for similar event and no other complaints were identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.